Manufacturer narrative:
Based on the lot number provided the bard device in question was part of the composix kugel recall, initiated on december 2005. No additional information was provided, and the contact has not responded to multiple attempts made for additional information. Based on the limited information provided to date, the patient's clinical course is unknown. Therefore at this time, no conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that a patient who was implanted with a bard composix kugel patch in 2003 is now experiencing abdominal pain and is seeking treatment from a medical professional.